Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy has received information stating that the depuy femoral head was used in conjunction with competitor cup, insert and screws. Manufacturer: stryker, product: pcs clusther shell 62081049; 9225914, product: hex screw 62905020; 921456 (qty: 2), product: hooded insert 62836469; 9223798, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address a dislocation that had not been fixed, which caused the metal head to wear through the liner causing it to break. It is also noted that the 2 screws involved were also broken. The acetabular cup, insert and both screws were found to be competitor products. (B)(4). The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a dislocation that had not been fixed, which caused the metal head to wear through the liner causing it to break. It is also noted that the 2 screws involved were also broken.